Event description:
It was reported that the foot control device "had an air leak." The reporter confirmed that the leak was located by the filter and discovered during set-up. The date of the event was undetermined, however, the month of occurrence was (B)(6) 2013. The reporter stated there was no patient involvement and no injuries or medical intervention was reported. There were no delays in surgery and an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received and evaluated. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly.